Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The rupture occurred at 20atm during the first inflation for predilatation of the lesion. The lesion being treated was located in the calcified, 90% stenosed and severely tortuous, mid right coronary artery (rca). The device was removed and the procedure was successfully completed with another device. There were no patient injuries or complications and the patient's status is reported as 'good.'